Event description:
(B)(6). Caller noted that the doctor is considering replacement of ra and lv lead at time of device replacement. Ra lead due to variable impedances. Lv due to 1056t with high pacing thresholds (and its an advisory lead). No patient concerns, symptoms or complaints. After review of the file noted to caller that the impedance variation seen on the atrial 5076 lead is consistent with what is seen when a lead connector pin is not fully inserted resulting in mis alignment of the ring connector. Discussed how our active fix lead pins have allowable inward/outward play which when combined with a lead not being fully inserted can allow for a better ring connection when in and poor ring connection when out. This can cause the variability seen in the atrial impedance trends. Discussed how an xray of the header can allow for visualization of the atrial connection. Noted that when fully inserted the 5076 connector pin should protrude beyond the pin connector block by a couple millimeters. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).